Event description:
Lifevac is a suction device intended to aid a choking victim. FDA has published guidance about these devices here https://www.FDA.gov/medical-devices/safety-communications/FDA-encourages-public-follow-established-choking-rescue-protocols-FDA-safety-communication?mibextid=xfxf2i, but I don't think this is adequate. Lifevac hammers fb all day long with their promises and drama, but when challenged directly they say, "although we do always suggest using lifevac after all other choking procedures have been administered, lifevac is not dangerous to use as it is a non-invasive air-way clearance device." The problem is they don't. I am concerned that people are being mislead and will attempt to use the anti choking device as a first measure, potentially putting the victim at further risk. Based on their published info, here are some potentially invalid claims lifevac makes. (In writing) clinically proven: safe & effective (did they do a clinical trial?) (In writing) works on both children & adults (children and adults have different physical physiology, does the device work for both?) (In writing) product never expires (have they done shelf-life testing? Everything has an expiry, especially plastic due to oxidation.) (Video) 3023+ lives saved there is no mention of risks anywhere. Unknown. Lifevac claims to be clinically tested.